Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Uneventful device explant due to ongoing gerd on (B)(6) 2016. Device found in correct position/geometry. Patient underwent a fundoplication immediately after device explant.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Uneventful device explant due to ongoing gerd on (B)(6) 2016. Device found in correct position/geometry. Patient underwent a fundoplication immediately after device explant.